Event description:
The cardiologist attempted arteriotomy closure after an interventional procedure with the closer tsl 6fr device. When 1/3 of the sheath was inserted into the tract (about 1/4 of the sheath into the vessel) profuse bleeding occurred around the sheath. Aborting the procedure was contemplated, but it was determined to attempt hemostasis with the device. The device was inserted and deployed, and the knot was tied. Before removing the device the physician rewired and the knot was lowered along the wire. Pulsatile oozing persisted. The physician decided to abort the procedure and insert an 8 fr sheath. He broke the knot and extracted the remaining suture. Inserting the sheath was difficult and required some manipulation. Considerable oozing was noted around the sheath. A femstop was applied over the sheath. The pt was stabilized and transferred to the recovery unit. The following morning the pt was taken to surgery for arterial repair of the puncture site.